Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient with a cardiac resynchronization therapy defibrillator (crt-d) device, received an inappropriate shock, and syncope (loss of consciousness). The right ventricular (rv) lead was surgically capped/abandoned due to oversensing, and out of range pacing impedance measurements of greater than 3000 ohms. A new lead was implanted. No adverse patient effects were reported.